Manufacturer narrative:
Literature source: ferguson, t. J., berdahl, j.p., schweitzer, j.a. & sudhagoni, r. Evaluation of a trabecular microbypass stent in pseudophakic patients with open-angle glaucoma. Glaucoma journal. 2016 (00): 1-5. Doi:10.1097/ijg.0000000000000529. The exact adverse event onset date and implant date are not known; however the procedure was completed in (B)(6) 2013 and the surgeon reported that the iop elevation was noted one week postoperatively. Device identifiers are not available. The device remains implanted in the patient and is not available for evaluation. Iop elevation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. The device labeling was reviewed, and states that the safety and effectiveness of the istent trabecular micro-bypass stent has not been established in pseudophakic patients with glaucoma. (B)(4). Refer to mdrs 2032546-2017-00032 and 2032546-2017-00051 for the other two patients reported in this article with postoperative iop elevation.

Event description:
Through review of the article ¿evaluation of a trabecular micro-bypass stent in pseudophakic patients with open-angle glaucoma¿ it was learned that three eyes experienced an intraocular pressure (iop) spike greater than or equal to 15 mm hg in the first month postoperatively, and each responded to topical therapy. The study was comprised of 42 pseudophakic eyes that were implanted with one stent between (B)(6) 2012 and (B)(6) 2015. The mean age of the 26 female and 16 male subjects was 80.07 +/- 8.54. The purpose of the study was to evaluate the safety and efficacy one trabecular microbypass stent alone as a sole procedure for pseudophakic open-angle glaucoma (oag). Postoperatively, patients were prescribed antibiotics for one week, nsaids for four weeks, and steroid drops for one month which started as qid and were tapered to bid after one week. Patients were kept on their preoperative ocular hypotensive medications for at least one week or until the patient¿s iop was deemed clinically acceptable by the operating physician. No specific guidelines were established to determine when to add or remove ocular hypotensive medications, and medication addition or removal was based on clinical judgment. The study concluded that implantation of the micro-bypass stent in pseudophakic patients without concomitant cataract surgery provides a sustained reduction in iop at two years postoperatively. Clinical follow-up was requested and on 06/16/2017 the author provided additional information specific to each of the three patients. One of the patients presented one week postoperatively with iop increase from 26 mm hg to 51 mm hg. The patient responded to topical therapy and iop remained less than 26 mm hg. The surgeon reported that the iop elevation was likely due to inflammation in the postoperative period and the severity of the open-angle glaucoma.